Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding repriming the patient line on the homechoice machine(hc). The home patient stated the line didn't prime. The technical service representative(tsr) assisted the home patient(hp) to reprime the patient line. The hp stated the line was wet further down the line. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated she was unable to find out where the cassette was leaking from. The hp stated that she never connected to the leaking cassette and after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.